Manufacturer narrative:
A4 - unk a5 - unk a6 - unk claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich 13.2, +3.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens on (B)(6) 2023 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.